Event description:
Customer reported the fuse on the power controller board is blown. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the power control board. System operates as intended. This MDR is related to ge healthcare complaint.